Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision - bi-lateral (left hip - depuy pinnacle sector ceramic prosthesis). Asr xl acetabular system (right). Litigation alleges reasons for revision: elevated metal ion levels, intermittent numbness, pain, crunching sensation when walking, soft tissue adverse reaction to metal debris/alval.